Event description:
Customer reports that pt info was correct on the rp500 but was incorrect when reported through rapidcomm on two pt samples. There was no report of pt injury as a result of this event.

Manufacturer narrative:
The cause for the transferring of incorrect info is unk.